Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician encountered placement difficulty with the right ventricular (rv) lead and was unable to advance the stylet into the lead. The lead was not utilized and an alternate lead was implanted. No patient complications have been reported as a result of this event.